Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as faulty hardware the fse decontaminated the ise (ion-selective electrode) module and replaced the carbon bridge and sodium measuring electrode which resolved the issue. Date of birth: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous na (sodium) patient result with low anion gap on their unicel® dxc 600 pro instrument. Anion gap is a calculated test made of individual electrolyte results measured by bci systems therefore individual results will be evaluated in the investigation. The erroneous patient results were reported out of the laboratory and were later amended. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for eight (8) patient samples.